Event description:
Additional information received noting that the patient underwent a full revision surgery. The suspect device was discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient had undergone a full revision surgery and the suspect device was discarded. D6b if explanted, give date (mo/day/yr), corrected data: initial report inadvertently listed; instead on (B)(6) 2024. F10 adverse event problem, corrected data: initial report inadvertently left out code. H6 adverse event problem codes, corrected data: initial report inadvertently coded.

Event description:
The patient was scheduled to undergo a battery replacement but upon interrogating the device in pre-op high lead impedance was observed. The battery replacement was postponed and x-rays were taken. The patient was then later rescheduled to undergo a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.